Event description:
Since I had the lasik surgery, my eyesight is worse. Both my eyes are a complete blur. I was told that it would take at least six months for it to clear. Well today I am worse off than before the surgery. I do not have any info on devices used. I received no therapy.